Manufacturer narrative:
Continuation of medical devices: 4568-53 lead implanted (B)(6) 1997. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited thresholds and impedances that had risen over time and were now high. The lead was capped and replaced. No patient complications have been reported as a result of this event.